Event description:
Supply malfunction: disposable biopsy gun 2 biopsy guns malfunctioned and were wasted prior to final supply working for the case. Pt code: 4582. Device code: 2588. Ref report: mw5186221.